Manufacturer narrative:
Following the laser procedure, patient was given bactrim, keflex, augmentin, mupirocin, and silver sulfadiazine medications for post treatment care. There was no medical intervention associated with the incident. User error was involved in this event since the treatment parameters and technique were not followed per the clinical reference guide. The patient was treated on the under-arm area to address hyperhidrosis and administered a local anesthetic injection (lidocaine) in the under-arm area prior to the laser procedure. The clinical reference guide cautions against performing a sculpsure procedure where the skin was previously affected and "had a previous procedure or surgery in the treatment area that may have resulted in decreased sensation, scar/fibrotic tissue or large scars that may interfere with the treatment." Sculpsure laser treatment must "only be applied to intact, healthy skin, with no evidence of compromised wound healing". The device was not evaluated due to the user error in this event. Burns and bruising are expected side effects experienced from laser treatments, however this is reportable because of the potential for scarring in the affected area.

Event description:
Patient experienced a burn on the underarm area following a laser procedure.